Event description:
Switch cut was reamed on to grade from lateral cortex of femur in to femoral notch. Reversed remer to retrograde reamer femoral socket and the switch cut blade caught at the top of the notch and broke off * 3 times.